Event description:
Additional information was received that the patient came into the clinic where high right ventricular (rv) threshold measurements were noted. The output was set to 4.5 volts. During the in office interrogation shock impedance measurements of 91 ohms were seen. Boston scientific technical services (ts) was consulted and discussed the option of doing further testing or just leaving the remote alert value at 150 ohms. At this time the physician has opted to continue to monitor the patient via the remote home monitoring system. The patient will also be followed in the clinic to continue to monitor threshold measurements. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 132 ohms. Review found that the shock impedance has ranged from 90 ohms to the 130 ohm range. The current shock impedance measurement was 115 ohms. Boston scientific technical services (ts) was consulted and discussed the possibility of bringing the patient into the clinic for further evaluation or increasing the remote home monitoring alert to 150 ohms. The patient will be brought into the clinic in the future. At this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.